Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a fuzzy image. The issue was found during reprocessing. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, dents on the objective frame, debris under the lens cover glass, deformations of the outer tube, cracked lg cover glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has fiber breakage contributing to the image quality issue. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.